Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device rebooted twice during the case while an anesthesia provider was logged in. A field service engineer (fse) found that the station was restarting on its own but was unable to duplicate the issue during troubleshooting. The fse reseated the power supply connections, checked all voltage levels, and inspected both the power and network cables. The fse replaced the battery, checked all drawer connections, and reseated them as well. The drawer slides were also inspected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, rebooted twice during a case while an anesthesia provider was logged in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.